Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 18 mm, diameter 2.5 mm was intended to treat a lesion in a pt. It was reported that the stent was found defective at time of implant. A strut was found to be damaged. No pt injury occurred and no clinical sequelae have been reported. The device has not been returned to medtronic for eval.

Manufacturer narrative:
(B)(4). Eval, results: failure to deliver stent, stent deformation.